Event description:
It was reported per field service report that the pt involvement is unk. Symptom: pump alarms constant when powered on. Display comes up, but no traces present. Findings/action taken: confirmed. Replaced central processing unit board.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.